Manufacturer narrative:
Investigation results: two photos taken by the customer show the maxzero crack along the threads. The crack does not appear to be along the weld line. Due to no sample being returned the root cause is unknown. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents.

Event description:
No additional information.

Event description:
It was reported that bd maxzero needless connector was damaged. The following information was received by the initial reporter with the following verbatim. It was reported by customer that hub of max zero is visibly cracked and leaking.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.